Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿had a dye (indigo carmine) that came out of the devices¿ auxiliary water supply port.¿ was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause of the subject event was unable to be specified. The suggested irregularity was not recognized for the actual item. It is presumed that temporary clogging of the foreign material, liquid remnant, or stain in the auxiliary water channel may have caused the suggested event. Since further analysis is difficult to carry out from the actual item, the cause of the event is unable to be specified. A device history review revealed DHR of the subject device was reviewed and it was confirmed that the device was shipped in accordance with specifications. The subject device was free from non-conformity in manufacturing. This issue is addressed in the instructions for use (IFU): the user may reduce/prevent occurrence of the subject event by implementing in accordance with below IFU. Instructions, reprocessing manual, section 5.3 ¿precleaning the endoscope and accessories¿. ¦ flush the auxiliary water channel. These instructions are only applicable to endoscopes with auxiliary water feeding. The auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2). Instructions, reprocessing manual, section 5.5 ¿manually cleaning the endoscope and accessories¿. ¦ flush the auxiliary water channel with detergent solution. These instructions are only applicable to endoscopes with auxiliary water feeding. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a dye (indigo carmine) that came out of the devices¿ auxiliary water supply port. A visibly darker stain came out with the water during preparation for use for a colonoscopy procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.